Manufacturer narrative:
The service actions performed by the local field service engineer remedied the customer's situation, and no additional, related issues were observed. On 06-jun-2019, local affiliate organizations were informed that processing transfer heads may become untight in between the current preventive maintenance intervals, which may cause occurrences of droplets within the processing module. Instructions were provided to the local affiliate organizations to replace all o-rings and stop discs of the installed base, taking into consideration instrument usage and installation date. Additionally corrective and preventive measures will be implemented, as appropriate. (B)(4).

Event description:
A customer in (B)(6) reported the evidence of liquid droplets within the heating station of the cobas 6800 processing module deck as well as the generation of p07p error codes. Error code p07p is indicative of a volume error during supernatant removal. The customer decontaminated their cobas 6800 system. A local field service engineer went on site to perform the processing head tightness check on the customer's cobas 6800 system and replace all stop discs and o-rings. As a result of these service actions, the cobas 6800 system is running without issues. No erroneous results were alleged, and no harm or injury was indicated through the case. When error codes are generated for the kit controls or donor/patient samples, the test run/samples are invalidated and need to be repeat tested per the instructions for use.